Event description:
A malfunction was reported on the pump due to a momentary power loss to the vibrator motor, identified as malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur. Customer was informed to continue using the pump and to call back if the issue reappeared.